Event description:
During a shoulder repair a portion of the distal tip of the flexible needle broke off into the patient's body. This is the 3rd occurrence at this facility. The user facility did not supply any data on the previous 2 occurrences. See mdrs 1221934-2006-00015 and 1221934-2006-00016 for the other 2 occurrences.